Event description:
Healthcare professional reported right-side "capsular contracture baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/06/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease folding of implant: observed creases on the device. As per the investigation procedure, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Event description:
Healthcare professional reported right-side "capsular contracture baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right-side "capsular contracture baker grade IV". Device remains implanted.